Event description:
It was reported that during use of the pump, a "grinding noise" was heard, and the volume continually fluctuated. As a result of this, the pt was transferred to another pump. There were no pt complications.